Event description:
It was reported, the customer received a button error alarm. Customer also reported insulin was squirting out during the priming process. The customer's blood glucose was 328 mg/dl. Customer did not treat for their high blood glucose. Customer also stated their act button was stuck prior to the button error alarm occurring. Customer stated they will be going to the hospital for treatment since they did not have anymore supplies. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-71779.